Event description:
The customer stated that insulin leaked from the reservoir into the reservoir compartment. The customer stated he removed the reservoir from the insulin pump, and noticed a crack along the side of the reservoir. The customer also reported a blood glucose reading of 358 mg/dl.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis, and further information will follow once the analysis has been completed.